Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2014-(B)(6); 6935m62 lead implanted 2014-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and was pacing the right atrium. Diaphragmatic stimulation was also observed. The lead was reprogrammed until it could be repositioned. No patient complications have been reported as a result of this event.